Event description:
A pt reported experiencing inaccurate low results with a one touch basic meter. The pt's blood glucose results were 123 compared to the lab's 228 mg/dl. Tests were done within 11-20 minutes. Pt "mentions uses alcohol on fingers and was instructed to do so by dr and let fingers dry." Pt did not experience any adverse events. No further info has been reported.